Event description:
The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient developed twiddler syndrome. An x-ray showed that the lead was pulled back. Unacceptable signals and threshold were observed.